Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified left hand shunt blood vessel. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at nominal pressure for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Prefecture: (B)(4).